Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient¿s condition affected effectiveness of device (the iliac arteries were severely and totally calcified bilaterally). Conclusion: known inherent risk of a procedure (death); device failure/lack of effectiveness related to patient condition (the iliac arteries were severely and totally calcified bilaterally).

Event description:
Endurant stent graft systems were attempted to be implanted in a patient for the emergent endovascular treatment of a large abdominal aortic aneurysm that was suspected to be leaking (not ruptured). The iliac arteries were severely and totally calcified bilaterally. It was reported that attempts to insert the delivery systems were unsuccessful due to the condition of the severely calcified iliac arteries. The delivery systems did not kink. The physician decided to not further attempt with any other devices and to convert to open repair. At this point, there was no patient injury. During the open repair procedure, the patient expired due to an unknown cause.